Event description:
Percutaneous re-access through starclose closure device led to shearing of a catheter that was subsequently retained within the body and required surgical exploration to retrieve. FDA safety report ID #:(B)(4).